Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air) which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
During evaluation, an additional issue of system error (se) 2240 was found in the logs. This alarm occurred on (B)(6) 2010 and was not previously reported. The circumstances under which this alarm occurred are not known. Follow up will be required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. An engineering quality review was completed for this report of a system error (se) 2240 alarm which was identified during initial assessment of a homechoice device. The report was not confirmed. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample not available. A follow-up report will be submitted upon the completion of baxter's investigation.